Event description:
A high blood glucose level was reported by the customer, with the specific value displayed as "high." The customer took corrective actions by administering a correction bolus via the pump and manual injections. Technical support instructed the customer to perform various checks, such as inspecting the infusion site, tubing connections, and cannula, but no issues were found. Insulin delivery was confirmed, and the customer was advised to consult a healthcare professional to discuss ongoing blood glucose management. The customer agreed to replace supplies as necessary and continue with insulin therapy.